Event description:
It was reported that the right ventricular lead had low pacing impedance and a polarity switch to unipolar pacing occurred. The patient experienced pocket stimulation in the unipolar pacing configuration so the lead was capped. A new lead was attempted; however, it had high impedance in several locations. The physician suspected the lead was defective. The attempted lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. Concomitant product: addr01 ipg implanted 2010 (B)(6). (B)(4).